Manufacturer narrative:
Corrections made to (device) problem code, evaluation results code grid, component code grid, and become aware date (date received by mfg).

Event description:
AED failed self-test.